Event description:
Patient was outside (at park) with healthcare professional present. The device was being powered by manufacturer recommended 3 hour external battery, which was hang in the provide pack from the floor stand. Device shutdown, alarmed reset, looked like it was trying to switch to internal battery. Unsure how many times the device shutdown and tried to restart. On the 3 hr battery for 40 minutes before the event. External battery believed to be fully charged prior to the outing, cable was inspected and found to be fine. The device was switched to another manufacturer recommended external battery and operated without problem. No patient harm.